Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical assistance with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level but stated that the blood glucose levels were high. No information was provided about how they were treated for the issue and the duration of the medical event. Three follow ups were attempted but no new information was provided.